Event description:
It was reported post implant of a realize adjustable band, under fluoroscopy, it was determined the band slipped. During the procedure to re-adjust the band, it was noticed that the locking buckle was broken. The band and the port were removed and were not replaced at this time. The patient is fine.

Manufacturer narrative:
(B)(4). Labeling review was performed and shows that the labeling is adequate for the potential use error in the complaint. The lot number is unknown therefore a batch review was not performed. A trend review of global complaint data showed similar reports have been received for the reported condition.

Event description:
A customer contacted baxter technical service center to report various alarms on the homechoice (hc) device during drain 4 of 4. The caregiver said that home patient (hp) cut the lines and disconnected. The caregiver said that the hc was in drain and would not move on. The technical service representative (tsr) explained if the hp was not connected they could not finish drain. The tsr assisted the caregiver to end therapy on the hc. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.